Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported that she don't remember how to replace reservoir on the insulin pump. The customer's blood glucose level was 39 mg/dl. The customer was admitted to the hospital as an inpatient for medical treatment. The patient stated that the cause of low blood glucose level was gave to much insulin and think that she over bolused. The customer also was asisted on how to do rewind on the insulin pump. The patient reported that she had failed battery test and she was advised to put new battery. The issue was resolved by putting new batteries on the insulin pump. No further assistance needed.